Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2018. No additional information was provided.